Event description:
Date above is the most current date of pain, and first time to hospital for it. For days prior I was in extreme pain around my ovaries and fallopian tubes and uterus. On that wednesday the pain level was at a 10 and I went to the ER. I had a contrast CT and ultrasound done. These tests revealed cysts and fibroids. I was given morphine for the pain, which only dropped the level to about a 7, and it returned within 20 min of the dose. Two days later I went back to the ER and was put on hydrocodone with tylenol. I don't take pain medication and this barely took the edge off. I was unable to do most activities that I do. I am a single mom. I have a long list of everyday chores and appointments for my children. Here we are on (B)(6), and I still have the same pain. With this pain I pass large clots and spotting. After the device was originally placed I bled for over a year and to this day sexual intercourse is extremely painful.